Event description:
Same event as MFR report #: 2134265-2008-04688. It was reported that during a femoral stenting procedure, withdrawal difficulties were encountered. The severely stenosed lesion being treated was located in the moderately calcified femoral artery. Following advancement of the zipwire guide wire into the artery, a wanda balloon was advanced and dilated 3 times for predilation of the lesion. The sentinol stent delivery system was then loaded onto the zipwire guide wire, however, the catheter locked up on the wire and both devices were removed as a unit. Following removal, the hydrophilic coating of the zipwire guide wire was noted to be cracked. The procedure was completed with another of the same devices, and no pt complications were reported. Pt condition was reported as 'stable'.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.